Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. During troubleshooting, it was discovered that there was a loose connection. The care giver (cg) stated that the connection to their empty bag was loose. The technical service representative (tsr) explained the alarm and had the cg close the clamps and power cycle the hc. The tsr assisted the cg in opening the hc door and removing the cassette. The hp would complete therapy by draining into an ultrabag. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The cause of the reported issue was determined to be loose connection. Should additional relevant information become available, a supplemental report will be submitted.